Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the tsw35 would not open. Rep to try to get additional details. There was no reported consequence to the patient.

Manufacturer narrative:
Endopath ets-based upon the information received and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut and formed the staples within design specification.